Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that yesterday, the patient had some accidents and they increased stimulation. The caller also stated that the communicator will only connect to the implant if it is fully charged. The caller was not willing to troubleshoot on the phone. Patient services reviewed that it should not matter the charge level so long as it is high enough. It was recommended that they follow up with their healthcare professional if the issues are not resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that the cause of the sudden accidents was unknown and that they used they hand held device to increase stimulation. No further complications noted or anticipated